Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and failure analysis investigations could not replicate nor confirm the customer reported complaint. The instrument was placed on an in-house system. The instrument was installed and removed on 3 out of 3 attempts with no issues. The instrument passed the recognition and engagement tests. Additional observation(s) not reported by site: the force bipolar instrument was found to have a broken grip at the grip base. Two pieces approximately 0.184" x 0.672" each were found to be broken off. The broken pieces were not returned. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had frayed cables, and was difficult to remove from the trocar. The customer had to use the emergency key. The procedure was completed with no reported injury.